Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous renal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. After that, cutting device was used, and after dilating the lesion, stent was placed. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured while increasing the pressure to nominal pressure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous renal artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. After that, cutting device was used, and after dilating the lesion, stent was placed. The procedure was completed with a different device. No patient complications were reported.